Manufacturer narrative:
This is an event that is reported from a nurse with a worry of a patient who has developed an abscess formation following a cholecystectomy surgery. It is known that part of haemostasis management included the following three products: surgicel nu knit (ethicon), surgicel original (ethicon) and surgiflo¿ haemostatic matrix kit with thrombin. At this point in time no further information is available.

Event description:
A nurse reported this adverse event with following information: "regarding the worry of abcess formation after using the combination of surgiflo, nuknit and surgicel original after a bleeding during a cholecystectomy". No further information is available. Additional questions have been asked to obtain further information. (B)(4).